Manufacturer narrative:
Correction: b3: event date, d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "under-infusing" was not reproduced due to a downstream sensor calibration issue. The device passed the flow accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed. On the reported event date, the primary infusion (IV maintenance fluid) was programmed at the reported rate of 100 ml/hr and vtbi of 120 ml. The secondary infusion was programmed at 100 ml/hr and vtbi: 110 ml. An "upstream occlusion!" Alarm occurred during the primary infusion and the alarm was cleared by the user and the infusion restarted after 1 minute. No abnormalities were observed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during nafcillin therapy. The programmed flow rate was 100ml/hr and the volume to be infused was 120ml. The amount infused was 50ml. This issue was observed in the secondary infusion, wherein distance between secondary and top of primary fluid was reported as 12 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.